Event description:
It was reported that during a hospital visit, the health care professional (hcp) reported experiencing difficulties interrogating this implantable cardioverter defibrillator (ICD) with a programmer. It was noted that the programmer was unable to read the data. Technical services (ts) was contacted for troubleshooting assistance. Ts first confirmed the correct programmer was in use and started walking through the troubleshooting process. The hcp reported not having the programmer during the call, so ts was unable to complete troubleshooting the device. Ts advised the hcp to contact the local field representative for further assistance. At this time, the ICD and programmer remain in service. No adverse patient effects were reported.